Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through a remote transmission, the device triggered non-sustained right ventricular oversensing episodes due to loss of capture. The patient was asymptomatic. An acute rise in both right ventricular and left ventricular lead capture threshold were also noted. The patient suggested to be brought in clinic for testing. No further information is available at this time.